Event description:
After the deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/g11860) was deployed in the aneurysm; it could not be detached. After about five times of detachment attempts; the coil was removed safely. Other coils (details unknown) were detached with no problem using the same devices. An sl-10 microcatheter (details unknown) was used for the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped.

Manufacturer narrative:
After the deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/g11860) was deployed in the aneurysm; it could not be detached. After about five times of detachment attempts; the coil was removed safely. Other coils (details unknown) were detached with no problem using the same devices. An sl-10 microcatheter (details unknown) was used for the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: other coils (details unknown); sl-10 microcatheter (details unknown).